Event description:
It was reported that pump malfunction occurred without any notable events beforehand, and specific malfunction code details were provided by caller. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction code appeared in future.